Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed a falsely depressed wbc on the cell dyn ruby analyzer for one patient that was not reported out of the laboratory. The customer reported that the cell dyn analyzer would generate low results for all analytes, but when the sample was repeated the results were higher. The following results were provided (reference range wbc 6.1 ¿ 7.6 10e3/ul): initial wbc result= 0.64 10e3/ul; repeat result= 8.16 10e3/ul. There was no impact to patient management reported.

Manufacturer narrative:
Update date to section b3 - date of event, correction of date from 03mar2025 to 03apr2025. The cell-dyn ruby analyzer, serial number (B)(6), was considered the likely cause of the result issue as a single definitive part could not be determined and no troubleshooting was performed. Return testing was not completed as returns were not available. The instrument service history for the (B)(6) found no additional complaints of discrepant low results reported after the current event was identified. A review of tracking and trending of the cell-dyn ruby analyzer did not identify an increase in complaint activity associated with the complaint issue. A review of the manufacturing documentation did not identify any issues associated with the complaint issue. Labeling was reviewed and found to be adequate. Based on the available information, no systemic issue or deficiency of the cell-dyn ruby analyzer, serial number (B)(6) was identified.

Event description:
The customer observed a falsely depressed wbc on the cell dyn ruby analyzer for one patient that was not reported out of the laboratory. The customer reported that the cell dyn analyzer would generate low results for all analytes, but when the sample was repeated the results were higher. The following results were provided (reference range wbc 6.1 ¿ 7.6 10e3/ul): initial wbc result= 0.64 10e3/ul; repeat result= 8.16 10e3/ul. There was no impact to patient management reported.